Manufacturer narrative:
As of today, hologic has not gained any further insight about the failure mode or the potential causes for the failure. However, should additional details be provided the complaint may be reopened and an investigation initiated to address the new findings. Hologic will continue to monitor and trend for safety.

Event description:
A field engineer was dispatched to the site and was unable to duplicate the reported issue. As a precaution, the face shield was replaced. Once this was completed the system was working as intended. The site radiologist evaluated the patient injury and confirmed it was a scratch, no medical intervention.

Event description:
It was reported that during the exam, the face shield fell off and scraped the patients face. At this time the investigation is still in process and a follow-up will be filed as needed.